Event description:
As reported summary: pacing was not delivered when required, noise was observed. Loss of capture noted. Left ventricular site covered by thick fat pad. It made epicardial lead placement difficult. Lead capped and replaced with transvenous lead.